Event description:
It was reported that the device lasted less than four years. It was also reported that during follow up, the device was found to have no output. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. The battery depletion was normal, meeting expected longevity. It was also noted that the no output was the result of battery depletion.